Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory result. Results are as follows: date: (B)(6) 2014, inratio: 1.7, laboratory inr: 12.8. Date: (B)(6)2014, inratio: 3.3, laboratory inr: 11.0. The time between testing was twenty (20) minutes. Pt is a hospice pt and was not admitted to the hospital per the family's request. There was no signs of bleeding bruising. Therapeutic range 2.0 - 3.0 for the pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.